Event description:
During the ablation procedure, the generator was smoking. A replacement generator was used to completed the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator (pn rfg-nt-2000 sn (B)(4)) was received for evaluation. The field reported event was confirmed as a thermal event was observed on the rf control board. The rf control board was temporarily replaced, and a successful functional test was performed. Target temperatures were reached while consistent impedance and voltage readings were observed. The root cause was isolated to the rf control board.